Event description:
It was reported that during removal of the catheter from an obstetric pt, it separated with a 2cm piece remaining in the pt. There are no plans to remove the small piece of catheter. There were no additional complications.